Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 was failed. A field service engineer conducted a power check and cleared medication that had become lodged behind the plastic compartments. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 showed opening and closing error and produce clicking sound when tried to troubleshoot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.